Event description:
Patient was seen by surgeon and has knee pain. It is assumed that he has mid flexion instability and this is causing his pain.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. All records were reviewed by a consulting clinician who concluded, ¿there is no evidence of an implant related cause for this revision surgery. This is most likely caused by soft tissue imbalance from gap asymmetry and/or pcl incompetence.¿ soft tissue balance is primarily controlled by the insert. This particular device was revised to switch the entire system to a competitor product. There were no specific allegations against this product.

Event description:
Patient was seen by surgeon and has knee pain. It is assumed that he has mid flexion instability and this is causing his pain.